Manufacturer narrative:
E1 - initial reporter phone: (B)(6). B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device failed accuracy test 13.75%. There was no patient involvement.

Manufacturer narrative:
D9: device returned "19-jun-2024." Investigation summary: the affected device was returned for evaluation. Visual inspection was performed. It was decontaminated, with scratches on the lens, and the downstream occlusion (dso) seal lifted. Performed functional testing and accuracy testing and the device passed. The customer's reported problem was not duplicated. Running three accuracy tests, the pump was found to be delivering within manufacturing specifications. No action required as no problem was found. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. The dso seal was replaced.